Event description:
Philips received a complaint by the customer on the v60 indicating that the device was displaying error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Diagnostic code 1203 - alarm message: low leak-co2 rebreathing risk exhalation port may be occluded. The rse advised the customer the likely failure is with the flow sensor assembly. The rse provided the customer the parts ID for the gas delivery system (gds) and the flow sensor assy. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 28feb2025, 14mar2025, and 20mar2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.